Event description:
Per the clinic, the patient experienced a recurrent infection at implant site prior to the explantation and was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.